Event description:
An unusual case of epicardial lead migration presenting with hemoptysis. The patient underwent aortic valve replacement with a pericardial bioprosthetic valve through a median sternotomy in (B)(6) 2015. Given their cardiomyopathy and possible left bundle branch block, a decision was made to place epicardial lv leads at the time of the index procedure to facilitate cardiac resynchronization therapy (crt), if eventually indicated. To improve the likelihood of maintaining durable pacing parameters, 2 permanent epicardial active-fixation leads were placed on the lv epicardium and tunneled to the left chest wall infraclavicular space and placed in the soft tissue. In (B)(6) 2015, the patient underwent implantation of a crt defibrillator system. Transvenous right atrial (ra) and right ventricular (rv) leads were placed via the axillary vein via direct puncture. The previously placed epicardial lead was retrieved via a tunnel made from the inferior aspect of the newly constructed pocket. The newly placed ra and rv leads and 1 of the previously placed lv leads were serially connected to the crt implantable cardioverter-defibrillator (ICD) generator. The previously implanted lv epicardial lead was utilized for lv pacing. The patient had a small pocket hematoma post procedure, which ultimately resolved with conservative management. In may 2017 the patient presented with a small amount of pain, swelling, and erythema at the site of his ICD suspected to be secondary to physical trauma to the site. The patient was prescribed cephalexin for a course of 7 days. There was essentially complete resolution of surface cellulitis. One month later, however, the patient was noted to have near erosion of the ICD generator. The patient was brought to the operating room for system extraction. The tips of the ra and rv leads, as well as the generator from the pocket, grew coagulase-negative staphylococcus aureus cultures. After a 7-day course of vancomycin, with negative blood cultures and absence of constitutional symptoms, the patient ultimately underwent right-sided, prepectoral, transvenous crt defibrillator implantation (reference MDR 2183787-2017-00077, and 2183787-2017-00078). Eighteen months later, the patient presented with subacute-onset cough, purulent sputum production, and intermittent hemoptysis. Physical examination was notable for left chest wall swelling and pain with palpation. Chest radiography demonstrated migration of a cut and retracted epicardial lead from the chest wall to the pleural cavity, which was different from his prior chest radiograph. Contrasted computed tomography scan demonstrated migration of this lead to the level of the chest wall intercostal space, surrounded by an inflammatory mass suspicious for hematoma or an abscess. The second epicardial lead had migrated and retracted back into the pleural cavity directly into the left anterior lung parenchyma, with associated inflammation and consolidation. The patient was taken to the operating room for removal of the epicardial leads. During the surgery, the inner coil was exposed from within the external insulation of the lead. The patient ultimately recovered from his thoracotomy surgery and was discharged home. Intraoperative cultures grew micrococcus. He has not had any recurrent hemoptysis or sputum production in 30 days of follow-up, remaining on long-term amoxicillin/clavulanic acid antibiotics. This is the same event as MDR 2183787-2021-00038.